Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted up with a blank screen and failed seven sensor tests. The display rear cover was scratched. The media processing unit (mpu) was replaced, and the hard drive was re-imaged. The display rear cover was also replaced. It was noted that analysis could not confirm the printer problem. The programmer printed at all three speeds and the page advance also worked. No other anomalies were found. (B)(4).

Event description:
It was reported that the printer displayed a black screen at start-up when the company representative was checking the programmer for software updates. It was also reported that the printer was not working. The programmer was returned for repair. There was no patient involvement.